Event description:
Boston scientific received information that two weeks after implant this left ventricular lead dislodged. The lead was deactivated, but not removed. A revision procedure decision will be made in the near future. According to available information, the patients ejection fraction improved and a revision may not be needed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.